Event description:
Complainant alleged that when transporting a (B) (6) male pt and attempting to monitor him while in cardiac arrest, the display was distorted and could not be read. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.